Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set separated and leaked. The following information was received by the initial reporter with the following verbatim: I¿ve received complaints from two separate nursing units recently about inferior quality of bd low sorbing IV ext 43cm w/ .2micron filter, product order# (B)(4). The first image circled in red shows a small piece of separate plastic connecting the 2 pieces. The connecting plastic tube is very flimsy and kinked when it is removed from the package. Additionally, this connecting piece of plastic becomes clogged and disconnected resulting in safety concerns for patients and staff and cost implications with drug loss. I¿m in possession of the defective item. Has bd received similar complaints and what is bd doing to resolve? 31oct2023 - additional email received (bd rep and customer conversation) thank you for opening the complaint file and sending the return tag. Supply chain carries the following primary IV sets but I¿m not certain which were used when 20350e filter sets failed. Additionally, the inferior connection tubing on the 20350e filter does connect with the primary set. Furthermore, the connecting tubing inflowing to the filter is not flimsy like the outflow that kinks and collapses. For aip and chemo primary tubing is bd alaris pump infusion set (back check valve) ref 2426-0500. 08nov2023 lot number: (10)23059075. Are you able to reconfirm the first photo was observed right out of the package? Yes, the small interior connecting tubing was kinked straight out of the package. Are you able to provide any information of the second photo if it was used on the patient or prior use on the patient? No. If during use on the patient, what was the patient outcome? Infusions stopped. Filters changed. The chemo patient's clothing got wet so was asked to change into scrubs and wash skin with warm soap and water. Infusions finished. Was there any adverse event or injury on the patient? No. Was there any delay of, or change in, the course of treatment due to this event? Minimal delay in treatment. What procedure was being performed? Both aip and chemo patients were receiving IV treatment. What medication was used in the procedure? Aip = prolastin chemo = pembrolizumab.

Manufacturer narrative:
It was reported that the sets separated. One sample model 20350e lot 23059075 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet filter port. No defects or abnormalities were observed. Inspection under magnification showed no signs of solvent on the tubing where the sample separated. The customer complaint that the tubing separated was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of separation between the tubing sleeve and filter could be related to lack of solvent in the assembly due to issues with the solvent dispenser. Corrective actions for lack of solvent due to issues with the solvent dispenser were addressed under the work order that was completed on (B)(6) 2023. A device history record review for model 20350e lot number 23059075 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.